Manufacturer narrative:
Device was not available to the manufacturer as it was disposed by the hospital.

Event description:
During percutaneous transluminal angioplasty (pta), the subject device dissected the right internal carotid artery. A stent was deployed across the vessel to treat the dissection and the pta procedure was completed. The patient was reportedly asymptomatic prior to, and during, the event. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, analysis cannot be performed. However, vessel dissection is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During percutaneous transluminal angioplasty (pta), the subject device dissected the right internal carotid artery. A stent was deployed across the vessel to treat the dissection and the pta procedure was completed. The patient was reportedly asymptomatic prior to, and during, the event. No further information is available.